Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that when an intraocular lens (iol) was opened and was being folded for use, it was noted that the lens had a scratch. There was no indicated patient contact. Additional information was requested.

Manufacturer narrative:
Only an opened envelope with an iol return label attached to the outside and a blank index card on the inside was returned. No lens was found inside or outside of the opened envelope upon receipt. It appears the lens was lost in transit. The product investigation could not identify a root cause. (B)(4).